Manufacturer narrative:
Eleven opened/used sensor were visually inspected which resulted with three of 11 sensor failed, two were found with insertion needle bent inside sensor based and the other one had needle cannula tip broken and missing. The other eight of eleven sensors were tested and one failed per specification and the reset passed with accurate readings. All sensors had bent cannulas.

Event description:
Customer reported via phone, she eight sensor that she had kinked cannulas. On 08/17/15 the sensor wouldn't release. On (B)(6) 2015 cannula was bent because, there was a burning felling and very tip of it curled up. On (B)(6) 2015 probe was bent and another one sensor error and kinked. Customer is returning sensor for further analysis.